Manufacturer narrative:
Other text: b3: date of event, UDI section of d4 is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device front cover leaking. There has been no report of patient involvement.

Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. One sample was returned for evaluation. Visual inspection confirmed the water tank cover cracked on the bottom. Functional test confirmed revealed water leaking from the bottom of the water tank. The root cause is the cracked tank cover. No action taken due to the age and condition of the device. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).